Manufacturer narrative:
Concomitant medical products: product ID: I w1418c105xh, serial/lot #: (B)(4), ubd: 22-dec-2011, UDI#: (B)(4). Product ID: af2816c140xh, serial/lot #: (B)(4), ubd: 21-sep-2011, UDI#: (B)(4). Product ID: ixw1616c80xh, serial/lot #: (B)(4), ubd: 22-dec-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on (B)(6) 2010.   It was reported that during the patient's yearly follow up, aneurysm enlargement was noted, from 59 to 70 mm. It was further reported the patient contacted technical services approximately nine years and seven months post the index procedure to report that follow up on an unknown date four months previously revealed stent migration where the patient was informed that '' the stent slipped down''. Per the physician the cause of the stent migration was due to aneurysm enlargement. The cause of the aneurysm enlargement is undetermined. No additional clinical sequelae were reported and the patient will be monitored.